Event description:
The customer reported that the shock was not delivered during testing the device. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.